Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the right wheel is bent outwards making the chair unstable.

Manufacturer narrative:
(B)(4). Updated expanded evaluation available. The expanded evaluation report states: visual inspection- the right rear wheel didn't rotate straight on the axle bolt. As it rotated, it moved between 3/8 of an inch and 1/2 of an inch away from the arm rest. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the right rear wheel being out of round. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. (B)(4). Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Right wheel rubs right arm both arms have way to much play right rear wheel slightly bent. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel didn't rotate straight on the axle bolt. As it rotated, it moved between 3/8 of an inch and 1/2 of an inch away from the arm rest. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the changing distance between the right rear wheel and the arm rest. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Updated expanded evaluation available. The expanded evaluation report states: visual inspection- the right rear wheel didn't rotate straight on the axle bolt. As it rotated, it moved between 3/8 of an inch and 1/2 of an inch away from the arm rest. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the right rear wheel being out of round. Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Right wheel rubs right arm both arms have way to much play right rear wheel slightly bent. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel didn't rotate straight on the axle bolt. As it rotated, it moved between 3/8 of an inch and 1/2 of an inch away from the arm rest. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the changing distance between the right rear wheel and the arm rest. The provider states the right wheel is bent outwards making the chair unstable.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Right wheel rubs right arm both arms have way to much play right rear wheel slightly bent. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel didn't rotate straight on the axle bolt. As it rotated, it moved between 3/8 of an inch and 1/2 of an inch away from the arm rest. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the changing distance between the right rear wheel and the arm rest. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Right wheel rubs right arm both arms have way to much play right rear wheel slightly bent. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel didn't rotate straight on the axle bolt. As it rotated, it moved between 3/8 of an inch and 1/2 of an inch away from the arm rest. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the changing distance between the right rear wheel and the arm rest. The provider states the right wheel is bent outwards making the chair unstable.